Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. ¿ necrosis: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported fat necrosis and deformity, confirmed via MRI and ultrasound. This record is for right side. Device has been explanted and replaced.

Manufacturer narrative:
Continued e.1 address 1: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of necrosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: necrosis.

Event description:
Healthcare professional reported fat necrosis and deformity, confirmed via MRI and ultrasound. This record is for right side. Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: visibility/palpability: unable to observe since it is not related to the device. Necrosis: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported fat necrosis and deformity, confirmed via MRI and ultrasound. This record is for right side. Device has been explanted and replaced with another manufacturer's device.